Manufacturer narrative:
The device history record was reviewed with special attention to the manufacturing and quality control records. This lot met all release criteria. The smaple was not returned for eval. This application represents an off label use for this device. The IFU states: the bard luminexx biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms. The results of this investigation are inconclusive.

Event description:
Bard luminexx stent was deployed in patient in right iliac artery. The stent "deployed itself" when stent wasn't even being touched and then advanced itself into the distal aorta/right iliac area. No injury to pt.